Event description:
It was reported the patient is no longer receiving stimulation therapy. The patient stated she had not recharged the ipg since the implant. The ipg cannot be located with neither the charger or the programmer. The next course of action has not been determined. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.